Event description:
It was reported that 6 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: unable to flush.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-oct-2022 . H6: investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that the device unable to flush through port could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20159e lot number 22029775 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 6 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: unable to flush.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.